Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg meter registered a "high" reading, however the exact value was not provided. Reportedly, the customer delivered a bolus to address the event. During a system check with tandem technical support, it was identified that the pump time was off by 5 minutes. The customer successfully adjusted the pump time.